Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning sections states, " to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Should additional information be provided, a supplemental emdr will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
The following is alleged by the patient's attorney: on (B)(6) 2009 - the patient was implanted with a bard/davol composix kugel hernia patch to repair a hernia defect. On (B)(6) 2010 - the patient underwent surgery to remove the bard/davol composix kugel hernia patch and repair a recurrent incisional hernia. The patient's attorney alleges that the composix kugel hernia patch used in the patient's hernia repair surgery was defective, resulting in much pain and suffering and was injured severely and permanently

Manufacturer narrative:
There is no connection that can be made at this time between the reported post-operative complications and any problem with the bard/davol device used to treat the patient. The patient's attorney did not allege a specific device failure and no medical records have been provided. Based on the limited information provided at this time, no conclusions can be made. Recurrence is a known inherent risk of hernia repair surgery and is identified in the adverse reaction section of the instructions-for-use as a possible complication. Additionally, the warning sections states, " to prevent recurrences when repairing hernias, the prosthesis should be large enough to extend beyond the margins of the defect." Addendum: h11: this supplemental emdr is submitted to document additional information provided and to correct the expiry date. Based on the additional information received, there is no change to the initial determination, no conclusions can be made. Per the medical records review, about 1 year post implant of composix kugel patch, patient had adhesions, hernia recurrence thereby underwent repair with mesh removal. The instructions-for-use supplied with the device list adhesion as a possible complication. A review of the manufacturing records was performed and found that the lot was manufactured to specification.

Event description:
The following is alleged by the patient's attorney: (B)(6) 2009 - the patient was implanted with a bard/davol composix kugel hernia patch to repair a hernia defect. (B)(6) 2010 - the patient underwent surgery to remove the bard/davol composix kugel hernia patch and repair a recurrent incisional hernia. The patient's attorney alleges that the composix kugel hernia patch used in the patient's hernia repair surgery was defective, resulting in much pain and suffering and was injured severely and permanently addendum per additional information provided: (B)(6) 2009 - patient was diagnosed with incisional hernia thereby underwent open repair with the implant of composix kugel hernia patch. Per operative notes, ¿multiple hernias were encountered and connected as a single hernia. A composix kugel patch was placed, secured with the tacker and sutures.¿ (B)(6) 2010 - patient was diagnosed with recurrent incisional hernia thereby underwent open repair with the removal of composix kugel hernia patch. Per operative notes, ¿significant omental and small bowel adhesions are noted to the mesh and left side of the abdomen. Adhesions were taken down and dissection was carried out to dissect the mesh free of the bowel. A small piece of mesh remains on the small bowel and decided to remove this piece of mesh that is densely adherent to the small bowel. A single enterorrhaphy is required after the two square cm of mesh is removed off the bowel. The mesh was extracted out of the peritoneal cavity. A myocutaneous flap component separation was performed and placed a biological mesh in abdominal cavity.¿ attorney alleges that the patient had pain, hernia recurrence and emotional injuries. It was also alleged that patient had removal of mesh.